Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period jan 2020 through dec 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this reported event. The getinge field service engineer (fse) advised that the local distributor's engineer performed service repairs to the unit involved in this reported event. Based on the information available to date, the local distributor was dispatched to investigate, and was able to reproduce the reported issue. The fse found the power supply to be defective and therefore, replaced the ac mains, battery which resolved the reported issue. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name that is abbreviated is all (B)(6).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) was not turning on. There was no patient involvement, and no adverse event reported.